Event description:
Related manufacturer reference number: 2017865-2022-10264. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the right ventricular channel exhibited low pacing impedance, a decrease in r wave amplitude and noise that was oversensed by the device. X-ray imaging was performed but did not find any issues. The physician could not determine if it was a lead issue or a pacemaker header issue. The pacemaker and rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing, low pacing impedance and r wave amp variation and header anomaly were not confirmed. The pacemaker was received with battery voltage above elective replacement level. Final analysis found that the electrical, mechanical, and visual inspection was normal with no anomalies found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.